Manufacturer narrative:
Batch review performed on 03 january 2019: lot 178476: (B)(4) items manufactured and released on 09 april 2018. Expiration date: 2023-03-26. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
During the primary hip surgery, the scrub tech noticed that the stem packaging was compromised. Secondary blister tyvek pealed back on the corner. The surgeon used another stem to complete the surgery. The surgery was completed successfully and without delay. The packaging was discarded after surgery.